Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the syringe module had channel error 354.6770 when connected to channel a during powering on the device. The clinician then changed the module to channel d and restarted the device, to which the same channel error occurred. There was patient involvement however no patient harm, as the device was being set up and not connected to the patient at the time.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported complaint that the device had channel error 354.6770 was confirmed through the review of the logs and through testing. ¿ a review of the suspect syringe module error log identified channel error code 354.6770.0 occurred one hundred thirty-three (133) times between (B)(6) 2020 to (B)(6) 2024. The most current errors occurred on (B)(6) 2024. The error code was decoded, and the error is associated with a syringe pressure sensor circuit test failure during power on self-test. ¿ the review of the concomitant pcu device event log observed the four (4) channel malfunction (354.6770.0) on (B)(6) 2024 from 1:05 pm to 1:12 pm. No infusion was observed being programmed with the suspect syringe module. ¿ power on/off cycle testing successfully replicated the channel error after thirty (30) minutes of the testing. ¿ preliminary analysis from exponent® (engineering consultant) revealed differences in crimp quality between the two ends of the pressure sensor harness (part number 147975-102). ¿ the harness consisting of 8 wires terminates at each end with a crimp connector, with each individual wire consisting of 7 strands. ¿ each wire was analyzed using a computed tomography (CT) scan observed the wires that connect to the logic board to have been under crimped as evidenced by undeformed and loose wire strands, and excessive void space within the crimp barrel. ¿ the opposite end of the harness exhibited deformation of the strands and minimal void space. ¿ bd alaris system channel error tipsheet states a channel error message indicates the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause that the returned suspect device had channel error 354.6770 is being attributed to an intermittent open connection on the pressure sensor wiring harness connection which can produce the channel error. The root cause of the suspected open is being attributed to undeformed and loose wire strands, and excessive void space within the crimp barrel. Note that this report lists imdrf annex a0401, a0721, a0509, g02017, g02005, g04070, c07, c02, d15, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe module had channel error 354.6770 when connected to channel a during powering on the device. The clinician then changed the module to channel d and restarted the device, to which the same channel error occurred. There was patient involvement however no patient harm, as the device was being set up and not connected to the patient at the time.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the syringe module had channel error 354.6770 when connected to channel a during powering on the device. The clinician then changed the module to channel d and restarted the device, to which the same channel error occurred. There was patient involvement however no patient harm, as the device was being set up and not connected to the patient at the time.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module had channel error 354.6770 when connected to channel a during powering on the device. The clinician then changed the module to channel d and restarted the device, to which the same channel error occurred. There was patient involvement however no patient harm, as the device was being set up and not connected to the patient at the time.